Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the machine is loud and not blowing correct pressure. Patients ahi has doubled. There is no allegation \ of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Manufacturer narrative:
Device evaluation has been completed. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the machine is loud and not blowing correct pressure. Patients ahi has doubled. There is no allegation \ of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. The technician confirmed particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the machine is loud and not blowing correct pressure. Patients ahi has doubled. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Device evaluation has been completed. The device was returned to a third-party service center. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. The third-party service center concludes that they couldn't confirm the customer's allegation and the device was scrapped. There were zero error codes found. Product brand name, date received by mfg, box h: evaluation method code grid, evaluation results code grid, component code grid, component code grid, conclusion code grid, remedial action init, recall (z) number has been updated.